Event description:
It was reported that a user experienced sustained hyperglycemia over 300 mg/dl for more than 90 minutes while using an ilet system, and was advised to change infusion supplies due to a suspected bent or mispositioned infusion set that could prevent insulin from reaching the bloodstream. Symptoms included high blood glucose. Outcomes included troubleshooting and education. Investigation included user coaching on infusion set and site replacement and monitoring of glucose response following the supply change. Investigation of this case revealed that the device function could have been affected by infusion set or site issues consistent with delivery into tissue rather than the bloodstream. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.